Event description:
It was reported that the left ventricular lead was dislodged. It was noted that the lead was pulled back into the main body of the coronary sinus. The lead was explanted and replaced. There were no patient consequences.